Event description:
On (B)(6) 2020, a customer from the united states notified biomerieux of obtaining misidentifications when testing yeasts during a verification study with the vitek® ms instrument (ref. (B)(4) ¿ serial number: (B)(4). The customer reported testing candida auris that were identified as ¿blastomyces¿ and ¿malassezia pachydermatous¿ by vitek ms. The customer also reported other additional misidentifications: trichosporon domesticum instead of candida krusei. Mallasezia pachydermatis instead of saccharomyces cerevisiae. Sprotthrix shenenckii instead of c. Glabrata. During this study, the customer also reported that he performed qc testing using the qc strain c.glabrata mya 2950 and obtained sporothrix schenkii complex. The misidentifications are coming from a verification study for yeasts; none of them are patient isolates. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in the united states regarding misidentifications when testing multiple yeasts during a verification study with the vitek® ms instrument (ref. (B)(4)) ¿ serial number: (B)(6). The conclusion on the instruments fine tuning reported the status was good during all the testing. A local customer service system engineer was contacted to investigate the fine tuning further. The engineer reported the system was monitoring and operating as expected. The analysis of the calibrator and sample mzml files showed that the spot preparation quality was non optimal. The calibrator and sample ¿all peaks¿ values were heterogeneous. The investigation concluded that all the misidentifications were obtained with low scores, which were close to the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result. The suspected root cause of the event is non optimal spot preparation.